Event description:
20 ga. 1.25 introducer needle separated at hub. Sheath remained in pt. General surgeon performed spinal exploratory and removed needle. Pt underwent general anesthesia. Incision of 1-2" as a result of the exploratory and needle removal. Pt is doing well and wound site healing.